Event description:
It was reported, the patient¿s system was explanted due to pain at the pocket. The patient was doing well following the explant.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0hay0, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).